Event description:
It was reported the camera head had internal damage and parts could be heard moving inside when the device was shaken. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found internal damage to the plug connector. The investigation also discovered flooding of the main body, connector cracks, scope mount corrosion, corrosion of electrical contacts. Based on the results of the investigation, the water flooded through the cable scratch and penetration area. A probable root cause was not identified for the remaining malfunctions. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.